Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 056 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: the pump powered up to a call service 069 alarm that could not be cleared. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in the call service 69 alarm. The pump casing was removed and internal moisture was found on internal pump components. Testing for the original complaint of a call service 056 alarm could not be adequately completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.